Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 100 units. Reportedly, the cartridge was filled with 420 units of insulin. The customer's blood glucose level was 550 mg/dl, and was addressed by delivering a bolus. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.